Manufacturer narrative:
Translated user report was received indicating that the pins of the power port 1 of the controller were strongly bent. The second battery of the controller could not be plugged in anymore. The patient and his relatives have been trained on the handling of the devices. It was further reported that the patient felt fine during the time the controller was damaged as well as during and after controller exchange. Corrected: (the date does not applied due to the device reported is not implantable). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient has had bent pins on port 1 and says he takes care of his equipment. He reports to always take special care when connecting batteries. The device was exchanged. There was no effect on the patient.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "bent pins". The reported event was confirmed via visual inspection. Analysis of the device reveal the device failed specifications. The device failed visual inspection due to a damaged pin at port 1 connector. The most likely root cause of the reported event can be attributed to a forced connection. Heartware has opened an internal investigation to address bent power connector socket pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.